Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post lead implant procedure after leaving the procedure room, lead dislodgement issue was observed on the ra and lv lead. Due to the lead dislodgement issue on the lv lead high capture threshold issue was observed on the lv lead. Both leads were explanted and new leads were implanted. Patient was stable.